Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on three patient samples on an atellica ch 930 analyzer. Quality control (qc) was within range prior to running samples on the day of the event. A siemens specialist remotely assisted the customer and determined there was a dilution probe error. The customer observed the dilution probe was bent and replaced it. Then, the instrument autoaligned the dilution arm. Siemens further reviewed the instrument data and observed that the dilution arm had a high percentage of angular transition events, which indicated that the dilution arm probe was making contact with something that was triggering the level sense detector while the dilution arm was moving horizontally. After the dilution probe replacement and subsequent autoalignment of dilution arm, there were no further level sense detections. Siemens concluded that misalignment of the dilution arm probe with wash drain station(s) potentially contributed to the bent dilution probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on three patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the erroneous results. The repeat results from the alternate analyzer were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.